Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Initial reporter occupation was lay user/patient. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable results from coaguchek vantus meter serial number (B)(4). At 10:53 am, the result was 4.0 inr. At 10:58 am, the result was 4.6 inr. At 11:20 am, the result was 2.7 inr. The therapeutic range was 2.0 inr-3.0 inr.